Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer had issue loading a cartridge onto the pump. Further details regarding load issue could not be obtained. Customer's blood glucose was 210. Customer loaded a new cartridge successfully.